Manufacturer narrative:
Device passed displacement test. Device was received with a crack in the battery tube that extends to the top of device where a huge chunk of the battery threads broke off. Inserted a test p-cap into the retainer ring, and it locked in place properly. (B)(4).

Manufacturer narrative:
The information related to auto mode has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the auto mode feature was not active on insulin pump at the time of event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing low blood glucose level. Blood glucose level at the time of the incident was 53 mg/dl. Customer stated insulin pump had crack at back. It was unknown that customer was using auto mode or not. Troubleshooting was performed. The insulin pump will be returned for analysis.